Manufacturer narrative:
(B) (4): evaluation results: lens work order search was performed and no similar complaint was found within the same work order. (B) (4).

Event description:
The reporter stated they attempted to use a cc4204bf collamer plate lens. Fluid had leaked out of the bottle. Further info has been requested, but none has been forthcoming. Supplemental will be filed when further info is received.